Event description:
The lay user / pt contacted lfs in 2009 alleging this meter would not power on. The type of meter the pt was using was not provided. Pt owns an ultra meter and an ultramini. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter for the pt to contact lfs for a f/u. It has been over a month, since the pt first noticed the issue with the meter not powering on. Approximately 1 week after he first noticed the issue, at an unspecified date and time, he had symptoms of "low"; however, it is not clear to what exact low symptoms he was experiencing. The pt then took his usual dosage of medication. He did not seek any medical attention or contact his physician for assistance. Customer care advocate (cca) was unable to further troubleshoot, since the pt did not have his device with him at the time of the call. No further clinical info was provided. It would have been helpful to know whether the pt continued to take their diabetes regimen on a regular basis due to the reported issue, whether the pt tested on his other lfs meter during the reported issue, exact "low" symptoms the pt had been experiencing and how long the symptoms lasted. Although the pt did not have the product with him to further troubleshoot, the complaint is being reported because a week after the alleged issue began, he developed "low" symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.